Manufacturer narrative:
Other, other text: additional information provided: patient details updated, customer will update the rest shortly for sample return.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d3, g1, g2 email address: regulatory.responses@icumed.com., corrected data: no lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that the tubing had not delivered the full dose IV medication. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.